Event description:
It was reported that the length of the bd interlink¿ blunt plastic cannula tip was found uneven before use. The following information was provided by the initial reporter, translated from japanese to english: "the length of the cannula tip is uneven."

Manufacturer narrative:
H.6. Investigation summary : three photos and two loose threaded lock pieces were received and evaluated. One of the pieces was observed to have a short cannula. It was from mold/cavity 43. This is a short shot condition and rejectable per product specification. One piece was observed to have normal length cannula from a mold/cavity 6. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause: the most probable root cause is an overheated core pin. This condition occurs when the core pin is too hot causing it to pull the cannula as the core pin is retracted at the end of the molding cycle and prior to ejection. All quality checks for the lot were performed per established quality controls and passed (as evident form the DHR review), therefore there is no reason to suspect that the cooling of the pin was interrupted for a long time. Retained samples for this lot were no longer available but retained samples form the next manufacturing lot were inspected: the defect was not observed. This further suggests that the reported defect was most likely a ¿blip¿, such as a temporary blockage of a cooling flow. The defect of molding defective was confirmed. Corrective action: no corrective action will be taken at the time as investigation concluded that the pin overheating was most likely a one off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the length of the bd interlink¿ blunt plastic cannula tip was found uneven before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the length of the cannula tip is uneven."